Event description:
Found while testing. According to the reporter, the defibrillator charges only to 70j for 200j test and energy settings won't calibrate. No pt use was associated with the reported incident.

Manufacturer narrative:
Device data storage including defibrillator calibration constants, is stored in a battery- backed ram chip, designator u28. On the main pcb assembly .ic chip u28 contains a lithium energy cell battery that can maintain the device data for a minimum of 5 years continuous duty. A recent failure analysis has determined that a severely depleted energy cell can result in a failure of the defibrillator to charge completely and/or a failure to discharge. Physio-control recomended the customer replace u28 and recalibrate the device to restore proper operation physio provided the customer with replacement part number and repair info. Customer later reported that device was crapped to purchase a biphasic defibrillator that conformed to 2005 aha guidelines.